Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there were multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during pumping. The customer's blood glucose (bg) level was over 400 mg/dl for one of the alarms, and the customer does not recall their bg level for the other alarm. It was addressed with a correction via the pump. Reportedly, the customer reloaded the cartridge with 300 units and received a minimum fill notification. The customer reloaded the cartridge again successfully. It was noted that the customer would contact their healthcare provider for backup insulin therapy.